Manufacturer narrative:
Product analysis summary: data files were returned analyzed. Data files showed that 2 applications were performed with a balloon catheter without any issues on the date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade. The procedure aborted. Pericardiocentesis was performed and non-clotting blood was extracted. An ultrasonography showed that there was still effusion in the pericardium. The patient was sent to the cardiac surgery to perform a thoracotomy. Operation. The patient was hospitalized and noted to be stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.